Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was feeling sweaty and hot, lost consciousness and hit his head. The patient was with a friend when he passed out for approximately 12 seconds, woke up and drank orange juice and recovered. The cgm was reading 163 mg/dl and the blood glucose reading was 114 mg/dl (values were taken after the patient woke up an drank orange juice, no blood glucose values available at the time the patient was unconscious). At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.